Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that she fell in the pool with the insulin pump on. The device had no vibration or blank display. No further information was provided.